Manufacturer narrative:
H3, h6) a clinical analysis was performed. In summary, the probable cause of the reported deviated was due to a patient shift. L3 left and l5 left were the last executed trajectories and the recordings confirmed that the destination and current points matched with no planning or surgical technique issues. It was likely that a patient shift occurred during this case after completing the instrumentation for l2 left. This could have caused a discrepancy between the robot¿s registered location and the actual anatomical position for the last two trajectories, therefore, the recording shows that the robot reached the registered location but in turn the anatomical position changed. The log files show no evidence of excessive force applied to the surgical arm or any accuracy issues. There were no "arm out of trajectory" errors recorded. There were three occurrences of ¿3d marker was not recognized¿ errors, but these were resolved with a successful registration. Codes b01, c19, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that screws were inserted into levels l1 and l2 and levels l3 and l5 were off superiorly/laterally. The neuromonitoring was noted to be good and they did not proceed with the robot. Additional information was received. It was reported that there was no harm reported by the physicians. The case was supposed to be half minimally invasive and half open, but as the robot didn¿t work, the physician has to open the full region of interest and proceed freehandedly. The delay was around 20 minutes, which was the time the robot operated. The physician stopped using the robot and operated from the beginning as troubleshooting. Two trajectories deviated between 3.5 and 10 millimeters (mm).